Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.